Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation a review of the device history record was completed for batch# 7317983. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger cap of bd insulin syringe with the bd ultra-fine¿ needle is squished and broke in half. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag with part of the shelf carton from lot # 7317983. Customer states that the top of the barrel, plunger cap is squished and the plunger rod thumb press broke in half. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press on the plunger rod. A review of the device history record was completed for batch# 7317983. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.

Event description:
It was reported that the plunger cap of bd insulin syringe with the bd ultra-fine¿ needle is squished and broke in half. There was no report of exposure, injury, or medical intervention.